Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated ¿unable to proceed¿ errors during fill tubing, initially after changing the cartridge and again with a second cartridge, prompting a guided dry run that succeeded, after which a new cartridge was installed and the system functioned as expected. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of setup with restored device function and no medical intervention. Investigation included customer troubleshooting and a dry run to assess pump operation without fluid. Investigation of this case revealed that the issue was reproducible with the initial cartridges and resolved with a subsequent cartridge, consistent with a transient flow obstruction during fill tubing, with no device malfunction demonstrated during the dry run. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion during fill tubing related to the cartridge and setup process.